Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the silicone coating on the tip of the blade flakes off. Nothing fell into the pt cavity and no medical intervention was required. When the damage was noted, the electrode was removed from use.